Event description:
It was reported that the customer was unable to download data from carelink. Customer uploaded before but stated that he is getting stuck at 31% and receives an error. Customer received several alarms including an unexpected restart alarm, an external ram error alarm, and a displayable history check failed on startup alarm. Customer declined troubleshooting on alarms. Customer was advised that he may need to create a new account to see if it will download. Customer stated that he will try to create a new account and see if that works. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.